Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the patient that two days after the device system extraction, a blood clot developed in the left arm and warfarin was started. The physician that did the extraction noted that the clot may have been caused by the extraction procedure. The patient then reported that approximately two and a half months after starting the warfarin, he was hospitalized due to a gastrointestinal bleed. No further adverse effects have been reported.

Event description:
Boston scientific received information that this product was part of a system explant due to infection. There were no additional adverse effects reported.